Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. The photo showed a droplet of edta. The size of the droplet was not able to be determined from the photos but appears to be larger than 2mm. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the potential/root cause was that the additive is applied to the inside of the tube via spray coating. When the assembly machine becomes misaligned, the spray collects on one side of the tube.

Event description:
It was reported that bd vacutainer® edta tubes bd hemogard¿/ lavender had strange material inside sealed tube. No serious injury, no medical intervention. The problem was noticed before use.